Event description:
Baxter affiliate reports 1-incidents of blood leaks at the venous cap in the middle of patient treatment on new dialyzers. Noted by blood leak alarms and visible blood in the dialysate compartment. Treatment was continued with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported.

Event description:
Baxter affiliate reports 3-incidents of blood leaks at the venous cap in the middle of patient treatment on new dialyzers. Noted by blood leak alarms and visible blood in the dialysate compartments. Treatment was continued with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions reported.